Manufacturer narrative:
Pending investigation closure.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced mechanical issues with the device as it was no longer functional. In a clinical evaluation, device fluid loss was diagnosed. A surgical procedure was carried out, wherein the entire ipp was removed and replaced with a new device. Inspection of the explanted device noted a hole in the left cylinder by filling the system with pressurized saline. No additional patient complications were reported.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced mechanical issues with the device as it was no longer functional. In a clinical evaluation, device fluid loss was diagnosed. A surgical procedure was carried out, wherein the entire ipp was removed and replaced with a new device. Inspection of the explanted device noted a hole in the left cylinder by filling the system with pressurized saline. No additional patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issues cannot be established as the product is not available for analysis. Device history record (DHR): the DHR confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the ipp instructions for use was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.